Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device, perforation and pelvic pain outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, pelvic pain and perforation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.